Event description:
Hemodialysis tech reported an althin-baxter system 1000 hemodialysis device removed more weight than intended during a pt treatment. The target ultrafiltration was 6kg; however, 9kg were removed. The pt was given IV fluid replacement. There was no pt injury or medical intervention associated with this incident.